Event description:
Reporter indicated that when scrutinizing the diagnostics, she didn't feel that the high rate counters were correct. Device was programmed as follows: mpr=120, atrial cardiac journal, high rate criteria @ 180 for 3 beats.